Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient had a revision scheduled for (B)(6).

Event description:
It was reported that the patient had woken up in extreme pain and was exhibiting underdose symptoms. His pain level was at 10; he felt like he was not getting therapeutic relief from the pump and was going into withdrawal. When the patient gave himself a bolus using his personal therapy manager (ptm), he still did not receive pain relief. The patient went into the office of the healthcare provider (hcp) and complained that he felt the pump was not working. The hcp attempted a dye study to check the catheter; however, there was an inability to aspirate back to clear the catheter. The dye study was aborted as to not risk the patient receiving a bolus. It was also stated that x-rays were performed, though no results were reported. The pump was then placed at minimum rate and the patient was given patches and oral medication to help with pain management. The hcp scheduled a catheter revision. As of (B)(6) 2015, the patient was indicated to be ¿with injury¿, the injury being increased pain. The device system was used to deliver fentanyl and bupivacaine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
It was later reported that the patient had a revision on (B)(6) 2015. The previous catheter was removed in total and was replaced with a new catheter. The therapy was reinitiated at a lower concentration of drug and a lower dose. The patient was doing fine.